Event description:
It was reported that 6 bd safetyglide¿ needles were blocked during the vaccine injection. The following information was provided by the initial reporter: "I had 6 different one inch needles with the same lot number from the same box that I was unable to deploy plunger. Resulting in changing the needle to one that the plunger would deploy. This is extremely time consuming and increases the time the vaccine is out of temperature range. Increases patient anxiety when the nurse is taking longer to prepare the vaccines. Decreases the amount of time I am able to complete the well child clinic component."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd safetyglide¿ needles were blocked during the vaccine injection. The following information was provided by the initial reporter: "I had 6 different one inch needles with the same lot number from the same box that I was unable to deploy plunger. Resulting in changing the needle to one that the plunger would deploy. This is extremely time consuming and increases the time the vaccine is out of temperature range. Increases patient anxiety when the nurse is taking longer to prepare the vaccines. Decreases the amount of time I am able to complete the well child clinic component.".

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.